Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and the error u-02 occurred on start-up. C-01 error occurred during bipolar coag activation on the system) confirming the fault occurred in the field. The erbe unit was placed on an in-house system and was run in normal mode. During visual inspection, the unit was found with no significant scratches or dents. The front bezel was in decent condition. Investigation by the technical support engineer (tse) revealed the following possible related system errors: 25913 (eebe error: c-01 - system error. Cpu didn't receive a syscheckmaster can message within the expected time). 25920 (erbe energy activation halted by an instrument or instrument cable connected to the upper monopolar port on the erbe while using the coag function). The probable root cause is attributed to a communication issue within the erbe generator which triggered errors u-02 & c-01. As a result, the system triggered errors 25913 & 25920 during the procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the erbe error c-01 occurred. The caller power cycled the erbe, but the issue remained. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported issue. The tse advised that the staff could use a force triad generator or bring in another vision side cart (vsc) to use its erbe. The caller stated that they only had an ft-10 generator, and the other vsc was being used at the time. The staff stated they were continuing with the case. The issue was escalated to intuitive field service. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the system powered on without any errors. The customer contacted intuitive tech support and completed the recommended steps. When the recommended steps did not work, intuitive field service was contacted to replace the erbe.